Manufacturer narrative:
Results of investigation: it was reported that polarcup head/liner inserter (art. No. 75017089, lot no. C74206) presented an unspecified failure mode. The complaint part, intended for use in treatment, was received, however 2 inserts of the complaint device were missing. The visual inspection could confirm that one of the plastic component was found fractured and broken in two separate pieces. The complaint history review was performed, no other complaint for devices of the same batch was found. The production documentation was reviewed, no deviations from the standard manufacturing process were found. Based on the conducted investigation, the root cause can not be determined conclusively. There are no indications that the device in question did not confirm the specifications at the time of manufacturing. No further actions are deemed necessary. Smith+nephew will continue to monitor similar issues. The complaint device will be discarded.

Event description:
It was reported that polarcup head/liner inserter fractured. This was noticed upon inspection of instrument receipt. No information about surgical delays, s+n backup devices or when this incident happened was initially provided.